Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, performed a visual inspection and found the sensor needle was bent inside of the sensor. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. Also unable to confirm the adhesive anomaly due to the customer returned opened and used.

Event description:
The customer reported via phone call indicating that the sensor was not working. For the past three hours the sensor's readings were off. Customer's sensor glucose reading was 50 mg/dl but blood glucose level was 106 mg/dl. Customer's insulin pump went into threshold suspend three times because the readings were off. The sensor did not stick to the customer. The customer declined to troubleshoot for their sensor and blood glucose reading and sensor not sticking. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.